Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint that the device had system error was not identified. ¿ laboratory test results on the received incident pcu found the device was operating correctly. The system error code could not be replicated. ¿ internal and external inspection of the incident pcu founds no issues or anomalies. ¿ there was not enough information to determine the system error code reported. ¿ on (B)(6) 2024 at 2:46:59 am, the pcu was powered on. Pump module with s/n (B)(6) was attached as channel a, pump module with s/n (B)(6) was attached as channel b, and pump module with s/n (B)(6) was attached as channel c. Subsequently, the error code 121.2070.2, ¿comm no response failure,¿ was recorded. ¿ at 2:47:31 pm, the same malfunction error was recorded after a power on. The error also occurred at 8:41:22 pm on (B)(6) 2024, and at 10:49:31 am on (B)(6) 2024. ¿ per the bd alaris channel error tipsheet, when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. O power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. ¿ the device was reported with no patient involvement. ¿ the pcu device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: device was disassembled for this investigation; please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Please replace switching power supply as a preventive measure at dchu expense this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.